Event description:
It was reported a patient underwent a right anterior total hip arthroplasty on (B)(6) 2021 and barbed suture was used. On(B)(6) 2021 [po # 12] nurse visit, adhesive removal with vaseline. Fragile wound edge in two places. As if the edges had been too close together and the wound did not heal as seen on healthy skin. Clean with 0.9% nacl. Well dried. Chlorex stick without alcohol on and around. Skin prep all around. Steristrips up and down. On (B)(6) 2021 (post op day # 23), patient went to emergency visit patient had redness. Evolves rapidly during his stay in the emergency room. Chills, nausea, fatigue. No dlr, no stun, purulent discharge, thick blood serum. Superficial and deep pus: staph aureus. On (B)(6) 2021 to (B)(6) (hospitalization). Surgery ((B)(6)): debridement / washing and change of liner and femoral head by dr . Closure with topical skin adhesive. Redness resolved post-op. Follow-up with microbio and aaiv [ancef IV then addition of rifampin po]. During the consultation with microbio: distal induration, user reports the lower part of the surgical wound. Additional information has been requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Additional information: according to home service: on (B)(6) 2021 [po # 1] nurse phone. Clean dressing. On (B)(6) 2021 [po # 4] physio. No wound / dressing notes. On (B)(6) 2021 [po # 5] nurse. Opov withdrawal, soiled 30%. Prineo in place, fine appearance. On (B)(6) 2021 [po # 7] trp and inf, telephone reminders. Alright. On (B)(6) 2021 [po # 12] nurse. Prineo removal with vaseline. Fragile wound edge in two places. As if the edges had been too close together and the wound did not heal as seen on healthy skin. Clean with 0.9% nacl. Well dried. Chlorex stick without alcohol on and around. Skin prep all around. Steristrips up and down then, 1st emergency visit (B)(6). According to emergency notes: emergency visit (B)(6) 2021 (po # 23) onset of redness (B)(6) 2021. Evolves rapidly during his stay in the emergency room. Chills, nausea, fatigue. No dlr, no stun, purulent discharge, thick blood serum. Superficial and deep pus: staph aureus. (B)(6) 2021 to (B)(6) (hospitalization). Surgery ((B)(6)): debridement / washing and change of liner and femoral head by dr . Closure with prineo. Redness resolved post-op. Follow-up with microbio and aaiv [ancef IV then addition of rifampin po]. During the consultation with microbio: distal induration, user reports the lower part of the surgical wound additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was prineo and/or stratafix used during the initial procedure? Was prineo and/or stratafix used during during the 1st revision? Was prineo and/or stratafix used during during the 2nd revision? If so please provide which products were used and on which tissue layer. Did the patient experience a wound dehiscence? After the initial procedure? After the 1st revision? After the 2nd revision? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Lot numbers? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? No product is available for return. Note: events reported on mw# 2210968-2021-09540 and mw# 2210968-2021-09541.